Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abumtment. Subsequently, the patient underwent revision surgery under local anesthesia to excise the skin (date not reported).